Event description:
Graspers broke while inside pt. Had to open to retrieve. Md did have to open anyway to get gallbladder because it was calcified. Procedure had been planned as a laparoscopic procedure.